Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the cgm displayed 14.4 mmol/l; however, the bg was 2.0 mmol/l. It was reported the patient fainted but was able to ingest carbohydrate and medical intervention was not required. Information was not provided concerning who performed the bg, how long the patient was unresponsive and if assistance was needed for ingestion of the carbohydrates. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2020 . On (B)(6)2020 , the cgm displayed 14.4 mmol/l; and because the patient trusted the displayed values, she took approximately(B)(4) units of novorapid fast acting insulin. The patient subsequently fainted and fell to the floor injuring her shoulder. When she regained consciousness, she tested her bg which was 2.0 mmol/l and self-treated with carbohydrates. Later, she went to the doctor¿s for evaluation of her shoulder; an x-ray was performed and confirmed a fracture; anti-inflammatory medication (ibuprofen) and physical therapy were prescribed. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6: relevant tests/laboratory data, including dates - additional. H2: correction/additional information. H6: health effect - impact code - additional. H6: health efeect- clinical code - additional.